Event description:
Concern related to possible increased incidence of primary bacteremia among pediatric hematology/oncology pts with surgically-implanted central IV lines. Physician noticed leaks and residual blood in the valve.